Event description:
It was reported that after the iab was inserted in the pt, the balloon would not fill. Condensation and fluid were observed in the gas tubing. There was no augmentation and no pressure reading were obtained. The iab was removed without complication.

Manufacturer narrative:
The initial reporter address has been revised. 3/13/1998. Provide baseline report to MFR.